Event description:
A report of the patient's precision system explanted was received. No further information is available as the patient's doctor chose not to dispose any further information regarding the explant.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.